Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and total delamination. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.